Event description:
Us complainant reported the patient was on impella cp support due to increasing pressor requirements. When the patient arrived at the catheterization lab, the staff were unable to find pulses in either foot. Right femoral angiogram through 6 fr sheath showed adequate size femoral artery with brisk flow to the profunda and proximal superficial femoral artery (sfa). Impella placed through right femoral artery and at the end of the case an angiogram was done through the impella sheath which still showed brisk flow to the profunda and proximal sfa. Pulses were still not found post procedure. Care was withdrawn and patient expired. Use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.